Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . On (B)(6) 2024, it was reported that the patient experienced high blood glucose due to leakage of infusion sets. 1st leak occurred on march 4th with blood glucose 300 and body weight: 375, 2nd leak on march 13th with blood glucose 405 and body weight: 375, 3rd leak on (B)(6) with blood glucose 389 and body weight: 375 and 4th leak on (B)(6) with blood glucose 446 and body weight: 375. No further information available.